Manufacturer narrative:
Concomitant medical products : product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown and that the patient never notified them of the problem. The patient then agreed to move ahead with the permanent implantable neurostimulator (ins) system after a successful stage 1 trial. It was noted that the patient did not have the permanent ins implanted at the time of the event. The hcp reported no patient symptoms associated with the event. As far as is known to the hcp, the patient was receiving adequate therapy without problems. If additional information is received, a follow up report will be sent.

Event description:
It was reported that since the day prior to the report the patient was feeling stimulation in their temples along with the "bike seat area." It was noted that no changes were made to their therapy on the day prior to the report. The patient was reportedly in an advanced evaluation and is set at 0-, 1 and 2 were neutral and 3 was positive. It was also noted that the stimulation was not painful, it was just bothersome. It was further reported that the patient felt it in the bike seat area and temples or not at all. It was noted that the stimulation is not intense. The patient reportedly felt like the pelvic area was shaking and then it just sort of picked up in their temples. The trial was reportedly helping the patient with their symptoms on (B)(6) 2013 and (B)(6) 2013 but then they had an accident on the day of the report. It was noted that the patient was not sure if this was the start of a sinus headache. Additional information has been requested but was not available as of the date of this report.